Event description:
Novacol pad was implanted as a hemostatic cone into the intervertebral disk region on three pts and they all appeared to have physical paralysis.

Manufacturer narrative:
Evaluation is based on the mfg and qc records and the history of the device. The investigation revealed the application of product was an off labeling use. As stated in the IFU, it is not recommended that novacol be left in an infected or contaminated space, nor is it recommended for use in persons known to be sensitive to material of bovine origin. When placed into cavities or closed spaces care should be exercised to avoid overpacking novacol, as it may absorb fluid and expand and press against neighbouring structures.